Event description:
Boston scientific received information that during a routine follow up in clinic, a non-sustained ventricular tachycardia episode was observed due to noise on the rate/sense and shock portion of this right ventricular (rv) lead. The noise was present throughout the episode, however, it was noted that only a few deflections were large enough to be oversensed. The patient was not pacemaker dependent. Noise was able to be reproduced with patient isometrics, however, was not oversensed. A revision procedure was performed. The lead was surgically abandoned and a new rv lead was successfully implanted without incident. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.